Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise with non-sustained episodes, high lead impedance, and varying capture thresholds. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.